Event description:
It was reported that the lead was oversensing and delivered inappropriate shocks. It was also noted that the lead impedance had decreased. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - varying resistance/impedance. Weekly pace lead impedance log data shows varying impedance and spike decreases for min v.pace= 480 to 188 ohms range between (B)(6) 2010 and (B)(6) 2011. Sensing - interference/noise. Ventricular short interval count v-sic=16.2 counts avg/day, in 1.36 days, between (B)(6) 2011 02:13:13 and (B)(6) 2011 09:54:09.